Event description:
It was reported to boston scientific via a literature article, the procedural complications associated with mist and traditional surgery compared to disease progression with medical therapy. The literature article mentions that surgical intervention delivers treatment in one setting while medical therapy is affected by lack of compliance and discontinuation. A comprehensive analysis of real-world data was performed in an attempt to compare complications and procedures subsequent to a surgical intervention for luts / bph vs. The use of daily medication. As a result, 203,504 medical therapy patients analyzed and on treatment the most common being tamsulosin and tadalafil. 5.5% of medication patients underwent procedures, cystoscopy, catheterization, and bladder irrigation being most frequent. Mean time to onset for any event was 121 days. Diagnoses that drove cystoscopies included luts symptoms and urinary retention. For the surgical cohort, 24,035 turp, 11,911 pvp, 84 aquablation, 8,649 pul, and 1,944 rezum comprised the population. Procedural complication rates were lowest after pul (17%), highest for rezum (28%), and comparable among the invasive surgeries: 20%, 21%, 22% for aquablation, turp, and pvp. Top complications for mist and traditional surgeries were cystoscopies, catheterizations, and bladder irrigations. As a conclusion the 6% of medical therapy patients undergo procedures through 1 year as disease progresses.

Manufacturer narrative:
Abstracts eau: (B)(4) annual eau congress. The impact of bph care: procedural complications associated with mist and traditional surgery compared to disease progression with medical therapy. Eur urol suppl. 2023; 83(s 1):s53.